Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer stated she had lows while sleeping. The customer has been found on the floor once by husband from a low blood glucose. The customer stated that she changing batteries every 6 days. The customer stated that she has random no delivery alarms rarely. The customer declined the 24 hour helpline assistance.